Event description:
It was reported that the unknown zimmer healing abutment would not seat onto the implant. An impression coping was placed instead.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information to supplement MFR (B)(4), and (B)(4) have also been submitted. The following sections are being reported: d1: unknown zimmer healing abutment. D8: correction: no. D10: no. E1: dr. Modarres. G4: 18 mar 2019. F7: follow up. H1: malfunction. H2: correction and additional information. H6: device code ¿ correction 1158, method, results, conclusion. H10: manufacturer narrative and corrected data. The reported device was not returned for investigation. The reported condition of an abutment that would not seat could not be confirmed. A device history record (DHR) review was not performed as the reported device item and lot number are unknown. A complaint history review was not performed as the reported device item and lot number are unknown. A definitive root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Patient's age not provided/unknown; patient's weight not provided/unknown; device brand name unknown; device product code unknown; device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that the unknown zimmer healing abutment would not seat onto the implant. An impression coping was placed instead.